Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3998, lot# lb4599a, implanted: (B)(6) 2003, product type: lead. (B)(4).

Event description:
It was reported the patient¿s device was at end of service (eos). It was noted there were telemetry issues. It was reported the patient¿s stimulator was potentially in overdischarge. It was noted a physician mode recharge was started and the patient was sent home to finish. It was reported the patient saw the normal charging screen and could charge at home. It was noted the patient¿s device was at eos with no previously reported overdischarges. It was reported the patient last felt stimulation three months prior to the event.